Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 28-jul-2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 02-mar-2020, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation and pericardial effusion. A pericardial window was performed and the patient was expected to have a full recovery. The leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.